Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that catheter crossing difficulties were encountered. A 3.00x12mm promus element plus stent was advanced but was unable to cross the target lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual examination of the returned device found that the hypotube was kinked at various locations along its length. The midshaft and corewire were slightly kinked just distal to the midshaft bond. This type of damage is consistent with excessive force having been applied to the shaft, possibly during the physician's failed attempts to cross the lesion. An examination of the crimped stent found that the stent was kinked at its centre. No other damage was noted along the length of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).